Event description:
It was reported that the implantable cardiac defibrillator (ICD) had an electrical reset. The ICD was reprogrammed back to the original settings and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.